Event description:
It was reported that the patient was previously seen by interventional cardiologists to perform ptca however due to the difficulty of this case, the physicians refused to treat the patient. The circumflex and left main were pre-dilated by another manufacturer's balloon 2x12mm to 16 atm; the device was implanted into the left main. Then post-dilated with another manufacturer's balloon 3x12mm at 18 atm. Another manufacturer's balloon 2.5x12mm was inflated to 18atm in the left main and another manufacturer's balloon 2x12mm was inflated to 16mm in the left main to lad. Another device was implanted into the lad and left main. Third device was implanted into the lad. The stent was inserted in the distal circumflex, the kissing balloon performed. Another manufacturer's balloons 3x15mm (x2) were inserted into the circumflex at 18atm and the lad at 20 atm, then both at 16atm. The physician was content with result. It was reported 30 minutes after the completion of procedure, the patient arrested and expired due to thrombus in the left main stem. After patient death, the physician stated it was not the fault of the stents but due to system failure. He did not give a copy of the cd for viewing as he didn't think it was the stents that caused the patient's death. The resolute is an investigational device that is not commercially available in the united states. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Evaluation results: death; lack of information, no films, no autopsy report.